Event description:
It was reported that patient asked us to explain the recent letter she just received from her doctor saying that her hip implant had been recalled. The patient states, she has been in tremendous pain for a long time. She stated, she was hospitalized in (B)(6) 2012 with a severe infection in her hip. She also stated, there is a large hole/indentation in her hip at the site of implant.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.